Event description:
The center reported that a decision was made to explant the pt's device due to recurring pain. A CT scan showed the array to be adjacent to the nerve. The pt's device was explanted.